Event description:
It was reported that the spider battery charger indicator light is not showing, it was not taking a charge. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked by an ohmmeter and was open. The complaint was confirmed and the root cause is a blown fuse. No product identification information was provided and thus a manufacturing record review could not be conducted.